Event description:
Additional information received from the consumer reported that device has been working but the stimulator had been moving around for a while. Lying down, sitting, and the patient having to pivot had loosened the implantable neurostimulator (ins) up. The patient did not want to see their surgeon at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported poor coupling with recharging, difficulty recharging, and being unable to charge. Repositioning the antenna over the implantable neurostimulator (ins) resolved the issue and was able to get 6-8 bars. It was reported that the ins had been moving around for the last 2 weeks. It was reported that they had trouble with the patient programmer and recharging. The patient was able to connect with the patient programmer and was recharging. Relevant medical history includes spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.